Manufacturer narrative:
During laboratory evaluation the product surveillance technician (pst) was unable to duplicate customer¿s clinical setting. Monitor passed startup self-diagnostics with no errors observed. Monitor will be forwarded to central engineering for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. During the blood loop testing performed by central engineering, no inaccuracies were observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed), an example of readings from a procedure yesterday: long procedure, about three hours on heart lung machine (hlm), had to calibrate (blood gas) four times during this procedure, both pco2 and ph values started to increase immediately after each calibration, ph reached 7.58 (blood gas showed normal values 7.35 - 7.40) and pco2 reached 7 (blood gas showed normal values 5.5 - 6.0).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the customer has noticed for awhile now, that the blood parameter monitor (bpm) has been drifting regarding the parameters: partial pressure of carbon dioxide (pco2) and ph. This has been going on for several weeks. This problem was not significant on every procedure, but it is obviously that we have a problem that we did not have before. The device was not changed out, as blood gas measurements were used as well and in comparison to bpm measurements. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 17-nov-2015: this unit had been upgraded to 1.69 version software in august of 2015 and these inaccuracy / drift issues were observed on first uses after the upgrade. The parameters that have been an issue are ph and pco2. They do not use an acetate type prime solution, they use ringers lactate. The shunt sensor is calibrated with the calibrator 540 prior to use of the sensor. The ph and pco2 are inaccurate right from the start of cpb. After multiple in-vivo calibrations (adjustments to lab analyzer), the ph and pco2 continue to drift higher and / or lower than lab analyzed values. The other bpm measured parameters have not been an issue since the 1.69 upgrade. Cases have been completed successfully, without delay and without associated blood loss. The users are aware of the issue and patients are not managed clinically with isolated bpm values.